Event description:
Boston scientific provided the following information: this lead was capped due to a sudden impedance drop of almost 100 ohms in (B)(6) 2024. Rv pacing threshold was also elevated at 3.0 v. Should additional information be received; this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.